Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not functioning properly due to a mechanical issue. All components were removed and replaced with no patient complications.